Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the ke45 adhesive coming off and no ultrasound image issues could not be determined, however, the issues were possibly the result of physical impact, resulting in damage to the ke adhesive and ultrasound probe. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the biopsy channel was leaking at the plastic distal end cover and at the biopsy port. In addition to there not being an ultrasound image, other evaluation findings are as follows: the ultrasound probe was damaged due to impact; the plastid distal end cover failed the insulation test; the bending section rubber glue was cracked; the image bundle was damaged due to fluid invasion; the bending section, the connector body, the electrical connector, and the control body were flooded; the internal parts of the control body were corroded; the insulation value at the ultrasound electrical insulator was not within standard value; and the control knob angulation had excessive play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was a large leak somewhere inside the ultrasound gastrovideoscope . A wet leak test was not performed because the scope did not hold pressure. This was found during reprocessing for a diagnostic procedure. There was no report of patient harm. The device was returned, evaluated, and there was no ultrasound image. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.